Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery compartment. The device's event history log was reviewed for evidence of the reported problem, found cassette not attached properly", and multiple high alarm downstream occlusion. To conduct functional testing, a pressure test was performed. Upon testing, the reported problem was not able to be duplicated. The downstream occlusion sensor was replaced due to the errors in the event history log. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was bad. It is unknown if there was patient involvement, no adverse patient effects were reported.